Manufacturer narrative:
(B)(4): manufacturer date is unk. A f/u report will be submitted when the investigation is completed.

Event description:
Limited info provided. A report was received in which the e-nmt module provided implausible readings. Unk if the reported event occurred during pt use.